Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose level of 60 mg/dl. Reportedly, the customer delivered too much insulin for the food that they ate. Additionally, the customer exercised and believes the exercise may have contributed to the bg level. The customer consumed glucose tablets to stabilize bg levels. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.